Event description:
The MFR's rep reported the pt had a pump replacement done. The pt became very sedated from a high dose of medication. The pt was hospitalized. A follow up report will be sent when additional info is received.